Event description:
It was reported via maude that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2025, it was reported that the dexcom g7 and tandem slim x2 insulin pump delivered inaccurate amount of insulin resulting in profound hypoglycemia and motor vehicle accident. As a result, this issue required treatment of d50 and IV dextrose rescue intravenous. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.